Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, infection, additional surgery, abdominal abscess, drainage. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6). (B)(6), do. Office notes. Large incisional hernia with 2 areas representing superficial skin ulcers slowly re-epitheliazing. Plan: add aquacell to dressing changes. Follow up with dr. (B)(6) to discuss next hernia repair. Next hernia repair will be challenge; would like to place permanent mesh; already had component separation during last procedure. High risk for wound complications and mesh infection; biological mesh an option but with poor results long term in terms of eventual formation of pseudo hernia and further wound complications based on obesity and skin necrosis. Continue abdominal binder. Visit diagnoses: incisional hernia. Wound, open abdominal wall, anterior. (B)(6) 2010: (B)(6). (B)(6), do. Office notes. Abdominal distention (large incisional hernia). Hernia (incisional, midline incision now healed) present. Hernia confirmed positive in ventral area. Discussion regarding hernia repair. Scheduled appointment with dr. (B)(6). Has quit smoking. Last surgery complicated by pulmonary embolism, inferior vena cava filter placed already. Plan surgery (B)(6) 2010. Visit diagnoses: incisional hernia. (B)(6) 2010: [facility ni]. (B)(6), md. Pathology report. Accession number: s10-5607. Specimen(s) received: retained mesh. Final pathologic diagnosis: soft tissues with acute fibrinous inflammation. Acute fibrinous exudate and admixed bacterial colonies. Mesh (gross examination only). Microscopic description: no sections (gross examination only). Retained mesh- no sections (gross examination only). Gross description: received in formalin in a container labeled ¿(B)(6), retained mesh¿, are two large segments of purplish-gray mesh with attached yellowish-gray fibrinous tissues, measuring 31 and 27 cm in diameter. Also submitted are segments of light tan, thick, rubbery tissue, measuring 14 and 26 cm in greatest dimensions. The soft tissues are sampled, and representative sections are submitted in three blocks. Gross examination of mesh material only. Pre-operative diagnosis: abdominal abcess [sic]; infected mesh. Post-operative diagnosis: same. (B)(6) 2010: [facility ni]. Lab. Culture, wound. Specimen: abdominal wound. Gram stain: 1+ white blood cells. 2+ gram positive coccus. Culture: heavy growth of staphylococcus aureus. Report status: final 2010. (B)(6) 2010: (B)(6). (B)(6), md. Office notes. Status post removal infected mesh and closure with vicryl mesh. Using wound vac. Denies pain. Abdominal wound with intact vicryl mesh, pink bowel and granulation visible beneath. Clean, no purulence or succus. Continue vac. Visit diagnoses: abscess of abdominal wall. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions.. H6: health effect impact code: f1903: device explantation. Previous patient code (2225) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2010 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: diverticulitis. Obesity. Unknown date: 275 lbs. Incisional hernia. (B)(6) 2010: open abdominal wall wound. Smoking. (B)(6) 2010: "has quit smoking.¿ prior surgical procedures: unknown date: ostomy creation for perforated diverticulitis. Unknown date: reversal of ostomy. Unknown date: splenectomy. 1996: cholecystectomy. 1997: cesarean section. 2002: cesarean section. Implant preoperative complaints: no information. Implant procedure: ventral hernia repair with ¿dualmesh¿ placement. Implant: gore® dualmesh® biomaterial (1dlmc06/unk, 18cm x 24cm x 1mm) implant date: (B)(6) 2008. Description of hernia being treated: ¿a midline incision was made overlying the previous incisional scar. Tissue planes were dissected down to the hernia sac. The hernia sac was opened and abdominal contents were visualized and avoided. Extensive dissection was undergone to dissect the hernia sac from the subcutaneous tissue. This was carried out through the fascial edges and the hernia sac was excised. Further dissection with electrocautery was undertaken to expose the fascial edges.¿ implant size and fixation: ¿a large piece of dualmesh was utilized for the hernia repair. This was performed by two #1 prolene sutures and a running stitch. This was done to place the mesh in an underlay fashion and secured to the fascial borders. Portion of the fascia was them reapproximated to the extent allowable without creating excessive intraabdominal pressure. There was excessive redundant skin overlying the hernia repair. A portion of this was resected to the extent where this skin would be able to reapproximate without tension or redundant skin.¿ pathology report not provided. Explant preoperative complaints: (B)(6) 2008: ¿had previous abdominal surgeries including a perforated diverticulitis requiring ostomy creation with reversal of that ostomy as well as a splenectomy which resulted in incisional hernia which he had repaired with dual mesh in an underlay fashion in (B)(6) 2006 [sic]. Patient presented with complaints of abdominal discomfort. CT was obtained. It was consistent with intraabdominal fluid which was aspirated under CT guidance and returned with white cells and subsequently patient developed cellulitis which was concerning for infection of the mesh. She presents now for incision and drainage and removal.¿ explant procedure: incision and drainage of abdominal abscess with removal of infected ¿dual mesh.¿ explant date: (B)(6) 2008 ¿a #10 blade was used to make a generous midline incision overlaying the area of cellulitis and induration, was carried down subcutaneous tissues with the use of bovie cautery. Pocket of purulence was encountered. This was suctioned and the mesh was seen underlying, noted to be in place with nonabsorbable sutures holding in place. These were cut and removed with the mesh resected and then passed off the table as specimen. There is also purulence seen underlying the mesh which was also suctioned out of the patient¿s abdomen and any necrotic apparent tissues debrided. Underlying the mesh, patient was noted to have bowel visible. However there was inflammatory rind located above this consistent with frozen abdomen. The patient¿s abdomen was then copiously irrigated with normal saline and following confirmation of adequate hemostasis was packed open, adaptic was placed first and then wound was packed open with the use of moist kerlix gauze followed by dry 4x4¿s and then abd¿s secured with plastic tape and an abdominal binder applied. The patient tolerated procedure well and there were no complications. Wound culture was obtained and we will follow up on the results of this.¿ pathology report not provided. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: codes 4118/3221 - the item number provided is not a valid lot number. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. H10/11: added medical record information. See attachment for continuation of records. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008, including records for previous abdominal surgeries including ostomy/ostomy reversal, were not provided. (B)(6) 2008: operative report. Pre/postop diagnosis: large incisional ventral hernia. Operation: ventral hernia repair with dualmesh placement. Procedure: ¿a midline incision was made overlying the previous incisional scar. Tissue planes were dissected down to the hernia sac. The hernia sac was opened and abdominal contents were visualized and avoided. Extensive dissection was undergone to dissect the hernia sac from the subcutaneous tissue. This was carried out through the fascial edges and the hernia sac was excised. Further dissection with electrocautery was undertaken to expose the fascial edges. A large piece of dualmesh was utilized for the hernia repair. This was performed by two #1 prolene sutures and a running stitch. This was done to place the mesh in an underlay fashion and secured to the fascial borders. Portion of the fascia was them reapproximated to the extent allowable without creating excessive intraabdominal pressure. There was excessive redundant skin overlying the hernia repair. A portion of this was resected to the extent where this skin would be able to reapproximate without tension or redundant skin. The subcutaneous tissue was reapproximated using interrupted vicryl sutures and the skin was closed with skin staples.¿ (B)(6) 2008: (B)(6) hospital. Implant record. Implant item# 34700. Implant description: mesh dual 18cm x 24cm x 1mm. Lot#: 1dlmc06. Body site: abdomen. Quantity: 1. The records confirm a gore® dualmesh® biomaterial was implanted during the procedure, however, a valid lot# was not provided. (B)(6) 2008: nursing perioperative report. Asa score: 3. Specimens/cultures: tissue. Source: ventral hernia sac. Specimen/culture destination: pathology. (B)(6) 2008: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2008 procedure was not provided]. (B)(6) 2008: operative report. Preop diagnosis: infected mesh from prior ventral hernia with abdominal abscess. Postop diagnosis: infected mesh from prior ventral hernia with abdominal abscess. Frozen abdomen. Operation: incision and drainage of abdominal abscess with removal of infected dual mesh. Intraoperative findings: ¿patient had copious amounts of foul smelling purulent material located above and below her prior incisional hernia repair with dual mesh still noted to be intact. Patient had frozen abdomen with inflammatory rind located above patient¿s bowel and underlying her mesh repair. Estimated blood loss: minimal. Specimen: wound culture and infected dual mesh for gross path. Complications: none, with patient doing well postoperatively.¿ indications for procedure: ¿had previous abdominal surgeries including a perforated diverticulitis requiring ostomy creation with reversal of that ostomy as well as a splenectomy which resulted in incisional hernia which he had repaired with dual mesh in an underlay fashion in (B)(6) . Patient presented with complaints of abdominal discomfort. CT was obtained. It was consistent with intraabdominal fluid which was aspirated under CT guidance and returned with white cells and subsequently patient developed cellulitis which was concerning for infection of the mesh. She presents now for incision and drainage and removal. Risks, benefits and alternatives were explained in detail, including but not limited to bleeding, recurrence, damage to intraabdominal structures as well as permanent hernia secondary to mesh removal with open abdominal wound. Patient expressed understanding of such and wished to proceed.¿ details of procedure: ¿a #10 blade was used to make a generous midline incision overlaying the area of cellulitis and induration, was carried down subcutaneous tissues with the use of bovie cautery. Pocket of purulence was encountered. This was suctioned and the mesh was seen underlying, noted to be in place with nonabsorbable sutures holding in place. These were cut and removed with the mesh resected and then passed off the table as specimen. There is also purulence seen underlying the mesh which was also suctioned out of the patient¿s abdomen and any necrotic apparent tissues debrided. Underlying the mesh, patient was noted to have bowel visible. However there was inflammatory rind located above this consistent with frozen abdomen. The patient¿s abdomen was then copiously irrigated with normal saline and following confirmation of adequate hemostasis was packed open, adaptic was placed first and then wound was packed open with the use of moist kerlix gauze followed by dry 4x4¿s and then abd¿s secured with plastic tape and an abdominal binder applied. The patient tolerated procedure well and there were no complications. Wound culture was obtained and we will follow up on the results of this.¿ (B)(6) 2008: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure was not provided]. (B)(6) 2009: operative report. Pre/postop diagnosis: abdominal wound. Operation: full thickness skin graft abdominal wound. Specimens: none. Complications: none. Findings: ¿the patient had an approximately 5 x 4 area which required skin grafting from the right thigh.¿ brief history: ¿history of perforated diverticulitis, ostomy take-down. Subsequently had a hernia repair which got infected, mesh had to be removed, leaving a large ventral hernia. The wound has been healing by secondary intention, but at this time has a small area requires skin grafting for complete closure of her wound. Details of procedure: ¿the wound bed was prepped by scraping off excess granulation tissue with both the scalpel and then scrubbing with a chlorhexidine sponge, once healthy granulation tissue which was oozing slightly. This was covered with gauze and then attention was directed to the right thigh. A 2-inch wide dermatome blade was used with 0.18 of an inch depth. A small sheet was removed with the dermatome of skin. This was moistened and then pie-crusted with a scalpel. This was put in place over the prepared wound and stapled in place. At that point the area around it was washed and dried. Adaptic was placed over it along with a wound vac sponge, which was secured in place and put to suction. The drapes were taken down. The prepped areas were washed and dried. A xeroform gauze was placed over the skin graft donor site. This was covered with an adaptic and then a sterile dressing which was taped in place. The patient was extubated and taken to recovery after tolerating the procedure well.¿ (B)(6) 2009: operative report. Pre/postop diagnosis: complex abdominal ventral hernia. Operation: component separation with closure of the abdomen with rectus advancement flap. Hpi: ¿recurrent abdominal wall ventral hernia, status post removal of infected mass. The patient now with a nonhealing wound over the anterior abdominal wall and large ventral hernia requiring repair.¿ procedure: ¿dr. Decaestecker performed the resection of the abdominal wound as well as lysis of adhesions and resection of hernia sac. Once this was accomplished, mild undermining of the surrounding tissues to expose the anterior aspect of the fascia was completed by dr. Decaestecker and the permacol mesh was sewn into the right side of the abdomen in an underlay fashion. Once this was accomplished, it was determined that a component separation would be required to obtain improved closure of the abdomen. Therefore, dr. Johnson began his portion of the procedure. The skin and subcutaneous fat was lifted off the anterior abdominal wall using electrocautery out laterally to approximately 2 cm lateral to the insertion of the external oblique onto the rectus fascia. This was completed circumferentially using electrocautery. Once this was accomplished circumferentially, the bovie electrocautery was used to open external oblique fascia and divide the musculature. Once this was accomplished, the external oblique was elevated off the posterior fascia down to the level of the flank. Once this was completed on the left side, then the identical procedure was performed on the right side in the same fashion. Once this was accomplished, it was noted that the midline fascia had advanced approximately 19cm; however permacol was still required to complete the repair. Therefore, the case was turned back over to dr. Decaestecker. Dr. Decaestecker completed the mesh placement. Closure of the midline fascia with interrupted vicryl sutures and an onlay of permacol mesh. Once this was accomplished, dr. Johnson completed the procedure with placement of two 19-french blake drains. Underlying the abdominal flaps, the drains were sutured in place using a drain stitch and placed to bulb suction, once the abdomen was closed. The abdomen was closed in the following manner. Using keyhole technique, the excess skin and soft tissues were identified and resected. The opposing abdominal skin and subcutaneous tissue flaps were approximated using a 3-0 monocryl in a subcuticular running layer. Once this was accomplished, the drains were placed to bulb suction. The abdominal binder and sterile dressings were placed and the procedure was terminated.¿ (B)(6) 2009: operative report. Pre/postop diagnosis: recurrent ventral hernia. Operations: incisional hernia repair with permacol mesh. Complex abdominal wall closure with plastics, dr. Johnson. Hpi: ¿previous history of abdominal hernia that was repaired with mesh and that subsequently had mesh infection. Mesh was removed and the abdomen with skin grafted on to it. The patient returned now for closure of the hernia.¿ procedure: ¿once the patient was under excellent general endotracheal anesthesia, the patient¿s abdomen was prepped and draped in the usual sterile fashion and then an elliptical incision was made around the midline excising the scar from a previous midline incision and then, once this incision in the skin was completed, then bovie cautery was used to dissect the skin and subcutaneous tissue within the ellipse out and this was dissected off the hernia sac and the small bowel using metzenbaum and then once the small bowel was cleared, then bovie cautery was continued to be used down to remove this flap of skin. Once this flap of skin including the old midline incision was removed, then the fascial edges were found and the bowel was then taken off the fascial edges with careful dissection with some blunt dissection and with some sharp dissection using metzenbaum scissors. Once this adhesions from the bowel to the fascia were lysed up and down both sides of the fascia, then the superior portion of the fascia was then cleaned off with bovie cautery so that the fascia was more easily defined. This was performed on both sides and then permacol mesh was sewn into the defect. There was a smaller defect inferiorly and a smaller defect superiorly to the main defect and the permacol was sutured to the fascia below the most inferior defect and then this was sutured with a #1 prolene stitch and then mesh was run using the #1 prolene stitch up the right side using a running horizontal mattress suture and then once the mesh was run up the right side and up above the level of the most superior defect, then the case was handed over to dr. Johnson who completed a separation of components procedure. For the details of the separation of components procedure, see the dictation by dr. Johnson¿s resident and then, once the separation of components was completed, then the other side of the permacol was sewn in from the left side starting at the most inferior portion and then a running horizontal mattress suture with #1 prolene was completed once about half of the way up the left side from running it. The excess mesh was measured and then it was cut off so as to not leave redundant mesh in the wound and then sewing in the mesh was then completed. Once the mesh was completely sewn into place, then the fascia on the midline was able to be closed primarily, this was done with interrupted 0 vicryl sutures in a running fashion around the circumference of the overlay. Once the overlay was completed, then closure of the skin was then handed over to dr. Johnson for completion of the case.¿ (B)(6) 2009: operative report. Pre/postop diagnosis: abdominal wound. Procedure: debridement of abdominal wound including skin, soft tissue, subcutaneous tissue, and fascia. Placement of vacuum-assisted closure dressing. Procedure: ¿patient was brought to the operating room and placed in the supine position and intubated under general anesthesia. Her abdomen was routinely prepped in sterile fashion. She is status post abdominoplasty with a repair of incisional hernia with permacol mesh. Plastic surgeons did the wound closure. Postoperative course was very complicated and included pulmonary embolism with a prolonged postoperative vent-dependent course. She developed skin dehiscence, and it has worsened over the last few weeks. She has some fat necrosis that was visible with visible vicryl sutures. She was brought to the operating room for debridement of her incision. After the patient was draped and prepped in sterile fashion and intubated under general anesthesia, we used a knife for sharp dissection of the skin, soft tissue, and subcutaneous tissue and fat. We pulsavac¿ed the wound with 3 l of sterile saline and placed vac dressings in the wound. She had a long midline incision. She has two large openings, one in the superior portion of her wound with the skin bridge separating that area to the lower skin dehiscence. There was also a very superficial skin dehiscence below the second opening in the middle of her wound. All three areas had a vac dressing placed. She tolerated the procedure well, was extubated, and transferred back to the pacu in hemodynamically stable condition.¿ (B)(6) 2010: operative report. Pre/postop diagnosis: a large incisional hernia. Procedure: abdominal exploration, extensive lysis of adhesions, and permanent separation of both the right and left side, repair of incisional hernia with mesh, and abdominal skin reconstruction and closure by plastic surgeon, dr. Johnson. Procedure: ¿we made a midline incision and continued our dissection down to the hernia sac. The hernia sac was separated from the dermis of the skin, and we extended out incision from xiphoid down to pubic symphysis. We performed an extensive lysis of adhesions, separating the intestines and hernia sac from the dermis of the skin, all the way down to the rectus muscle, and also from the peritoneum. We separated the intra-abdominal contents from the peritoneum at least 5 cm from the edge of the rectus muscle. This was done circumferentially. The bladder was also separated from the fascia down to the pubic symphysis in order to avoid any inadvertent bladder injury while placing an underlay mesh. We then created skin flaps overlying the rectus muscle and fascia down to the anterosuperior iliac spine and chest wall bilaterally. We excised the external obliques bilaterally in order to confirm a component separation and separated the external obliques from the internal obliques, and created myofascial flaps in order to gain mobilization of the midline rectus towards the midline. Once this was performed, we repaired the incisional hernia using usernames. It was the largest piece of usernames that was available. This mesh was placed in an underlay fashion and sewn in place using a large #1 prolene suture using horizontal mattress suture. Once this was performed, we placed another underlay usernames, on top of the previously placed usernames. Once this was sewn in, in a similar fashion as the first mesh, we then sewed in a piece of xenmatrix. Xenmatrix was placed as an onlay in order to protect two separate meshes from infection in case there was ever a postoperative wound complication. The patient has history of wound complications postop and has a very thinned out abdominal wall due to chronic hernia sac, and plastic was consulted to help with skin closure to prevent hopefully tension on the midline incision and also to excise all the old scar to avoid ischemic skin postoperatively and wound complications. Once the onlay mesh xenmatrix placed overlying the top of the fascia overlying the two separate masses that were placed, and this was sewn into the fascia in an only fashion using #1 prolene suture and using a horizontal mattress suture as well. Once this was performed, plastics took over for the abdominal closure after the drains were placed. The drains were placed in both of two stab incisions in both the right and left lower quadrants of the abdomen and 19 blake drains were placed in the abdominal incision. The patient¿s abdomen was copiously irrigated prior to even placing the first sepramesh and with each layer of mesh, abdomen was again irrigated, and again the abdomen was irrigated once the xenmatrix was in place. Skin closure was performed by plastics.¿ (B)(6) 2010: operative report. Pre/postop diagnosis: hernia. Procedure: complex closure abdominal skin. Adjacent tissue transfer approximately 60 cm square. Details of procedure: ¿the patient is a patient of dr. Decaestecker who had undergone a massive ventral hernia repair. She has had several attempts at closure of this ventral hernia. He had undertaken placement of permacol as well as permanent mesh placement. We were asked to help close the skin. She had sort of a transverse incision that was rubbing. This extra skin was excised and then closed primarily after skin flaps were elevated. This came together in more or less of a t in conjunction with her previous up and down vertical midline scar. This was closed with 2-0 vicryl, 3-0 monocryl suture and 3-0 nylon.¿ (B)(6) 2010: operative report. Preoperative diagnosis: intraabdominal abscess. Postoperative diagnosis: infected xenmatrix mesh and sepramesh with intrabdominal abscess. Procedures: exploratory laparotomy. Abdominal washout. Removal of xenmatrix mesh and sepramesh with incisional hernia repair with vicryl mesh. Placement of vac. Procedure: ¿blake drain in the right lower quadrant was subsequently removed after probing of skin defect just to the right of midline abdominal incision. Wound cultures were subsequently taken and sent to microbiology for further evaluation. Attention was then turned to the midline incision, in which inferior breakdown was noted with visualization of suture material. This area was subsequently irrigated and probed and purulent material was visualized and subsequently suctioned. At this time, the xenmatrix was noted to have fragmented and was no longer intact with gross infection. Given these findings, the previous midline incision was reopened using a 15-blade scalpel for evaluation of the entire abdomen. Extensively, fragment integrated xenmatrix was noted with purulent fluid tracking through both layers of the permanent sepramesh. All layers of mesh were subsequently removed, and the abdomen was copiously irrigated. After mesh was removed, an inflammatory line was noted to cover the entire bowel and no other discrete fluid collections were noted. Two layers of 12-cm vicryl mesh was then utilized for temporary abdominal closure and repair of ventral hernia. This was applied as an onlay mesh using #2 vicryl suture, using a simple running stitch, after the vicryl mesh was trimmed to properly fit the defect. After fascial defect was closed, the abdomen was again copiously irrigated. A large black sponge was then placed within the abdominal wall defect over the vicryl mesh, and a vac was subsequently placed for abdominal wall closure and placed to suction.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.